Event description:
On (B)(6) 2011 customer reported that some of their control vials, mainly their high level vial of the act 5 diff control, was found to be leaking as part of a delivery to the lab. However, based on further information from the customer the vials were found to be leaking after removing the vials from the refrigerator a few days later. Customer stated that there was no visual damage to the vials. Replacement vials were sent to the customer. No injuries were reported and no erroneous patient results were generated.

Manufacturer narrative:
(B)(4).